Event description:
The customer reported that the device was inoperable with an error code indicating machine and proximal pressure sensors failed. The customer reported that the device was in use at the time of the event. No patient or user harm was reported. Per the diagnostics performed by the engineer, the customer stated that the data acquisition (da) to the motor control (mc) cable was short and had a dent near the contact to the top cover. The customer verified that the mc board did not have any brackets added to the mc board that would have been added during field correction order (fco). A field service engineer (fse) evaluated the device and performed a pre-operational test and ran the device for 20 minutes. It was reported that no issues were found while running. The fse reported that the following error codes were found in the event logs over voltage protection (ovp) circuit failed, data acquisition printed circuit board assembly (pcba) analog to digital converter (adc) reference failed, barometer calibration data error, o2 flow sensor calibration data error, air flow sensor calibration data error, o2 pressure sensor calibration data error, machine and proximal pressure sensors failed, proximal pressure sensor calibration data error, and machine pressure sensor calibration data error. The fse visually inspected the da pcba to mc pcba cable and found that the da pcba to mc pcba cable needs replacement. The fse replaced the da pcba to mc pcba cable and installed a mc pcba retention bracket kit. The fse then ran the device for 20 minutes, and no issue was found with device.